Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken on (B)(6) 2024 wherein the ipg pocket was revised with ipg buried deeper within the pocket and the two drg leads were removed from ipg header ports 1 and 2 moved to ports 3 and 4. No product was explanted. Effective therapy was restored and pain at ipg site has resolved.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2024-00401, 1627487-2024-00402 it was reported that patient experienced ineffective therapy. Lead diagnostics showed that impedances on all contacts of both drg leads are high. Reprogramming was attempted to no avail. Patient denied excessive bending, lifting or twisting and reported no falls since implant. X-rays show leads are still placed correctly and intact. Surgical intervention may be undertaken to address this issue.